Event description:
It was reported that rack push rod on pump appeared damaged and later testing showed missing seal from stem, with observed drips at end of cartridge tubing while pump otherwise started normally and delivered a test bolus without triggering alarms. There was no reported impact to the customer¿s blood glucose level. No additional corrective actions by customer were described, and distributor arranged for pump to be returned for evaluation while replacement pump was provided.